Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fracture occurred. The 20mm x 3mm, 80% stenosed target lesion was located in a moderately tortuous and severely calcified left circumflex artery. A guidezilla¿ guide extension catheter was selected for use for a percutaneous coronary intervention. During procedure the "drive shaft connection" was fractured. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed and revealed numerous kinks in the hypotube and a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that it was the collar of the guidezilla that became fractured.